Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised to address groin pain with cup loosening. Doi: update - (B)(6) 2011 - litigation papers allege: after implantation, patient suffered debilitating pain and discomfort in hips and legs that was constant thereby interfering with his ability to perform activities of daily living; excessive levels of chromium and cobalt. Femoral head added to complaint.